Event description:
Customer called to reported a hospitalization due to high blood glucose. The current blood glucose reading is 127 mg/dl. Customer has received no delivery and motor error alarms on the insulin pump. The blood glucose reading at the time of the event was 259 mg/dl. The customer was treated with manual injections. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.